Manufacturer narrative:
The seat was returned and evaluated. A visual assessment of the seat showed repeated impacts to the right side.

Event description:
Alleges consumer leaned over to pick up something from the floor and powerchair gave and he fell to the floor.

Event description:
Alleges consumer leaned over to pick up something from the floor and powerchair gave and he fell to the floor.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.